Event description:
Caller reported experiencing multiple cartridge alarms starting on august 20, 2025. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and decided to replace the pump, instructing the caller to return the problematic pump to tandem using a return box and pre-paid label within ten days. The customer understood the instructions and acknowledged receipt of a replacement pump with updated software. Additionally, guidance was provided on using the new sensor with the replacement pump and storing the old pump.